Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events, including stroke, bleeding, and death, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the stroke was hemorrhagic. The patient had catastrophic brain bleeding from brain metastasis. They had common neurologic symptoms including impaired speech and hemiplegia. The death was not considered to be device related and was stated to have operated as expected.

Event description:
It was reported that the patient was admitted to hospital with neurological symptoms. During investigation at the hospital, they saw that the patient had metastasis in brain that were bleeding. The patient expired at the hospital. It was stated that no treatment could be done. The cause of death was cerebrovascular accident. It was unknown whether an autopsy would be performed, and the pump was not to be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.